Event description:
The event involved a 4-way high flow stopcock w/rotating luer where the customer reported on three occasions, blood was backing up on proximal central venous catheter line at the junction of the stopcocks. The patient was on propofol and levophed where both drugs were found dripping on the floor. The patient woke up and their blood pressure decreased as a result of the leak. All three times the stopcocks and tubing were changed out. There was no cracks on stopcocks and no loose connections noted. There was patient involvement and no human harm. This is the second of three occurrences.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined.